Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter powers off during use. A no response letter was sent to the pt. This complaint is classified according to the documentation of the customer care advocate. The pt manages her diabetes with "glucotrol and metformin." The power issue began a day prior. Reportedly, 9 hours later, the pt felt shaky. The pt did not take any action and did not receive any treatment. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's reported symptoms such as blood glucose readings, diabetes medication intake, food intake, an physical activities. During troubleshooting, the customer care advocate verified that there was no product misuse, and the subject meter did not shutoff before the time was up. This complaint is being reported because, the pt claimed she had symptom that was suggestive of hypoglycemia after the product issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.